Event description:
Citation: t.g. Abud, et al. The use of onyx in different types of intracranial dural arteriovenous fistula. Ajnr am j neuroradiol. 2011 dec;32(11):2185-91. Doi: 10.3174/ajnr.a2702. Epub 2011 sep 29. Http://dx.doi.org/10.3174/ajnr.a2702. The following report was received through review of literature: complications related to cranial neuropathies were observed; 2 had facial paresis and 2 had neuropathic pain in the distribution of the trigeminal nerve. These symptoms resolved during the clinical follow up. It was further noted that the cranial nerve injuries resulted due to exaggerated reflux of onyx in branches of the middle meningeal artery. One patient presented with (partial facial nerve palsy) regression of symptoms. In addition a development of venous thrombosis was observed in 2 patients as an early complication. The patients who had venous thrombosis were treated medically and did not present with seizures or new symptoms. It was believed that the slowing of flowing in the venous sinuses and cortical veins is associated with the thrombosis. After treatment with transarterial onyx injection, a significant residual shunt was observed in 9 patients. Of these 9, treatment was performed by transvenous access and embolization with coil placement and onyx embolization in 5 (4 within the same treatment session). Traditional surgical intervention was performed in the remaining 4 patients to complete the occlusion of the arteriovenous shunt.

Manufacturer narrative:
The onyx will not be returned for evaluation as they were consumed in the events. Based on the reported information, there is no evidence suggesting that the devices were defective or defects of the devices during use, but rather procedure related and post procedure events and their causes were unknown. The lot history record review was not possible since the lot number was not reported. Per the onyx IFU (instruction for use): do not allow more than 1 cm of onyx to reflux back over catheter tip. Excessive onyx reflux may result in difficult catheter removal and potential entrapment. (B)(4).